Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy stopped due to a power on reset (por) message. The patient hooked up the recharger to charge the ins and saw the message. The patient saw a screen that said the programmer batteries were low, but the patient didn't have batteries available during the call. The patient was going to call back once she got new batteries. No further complications were reported. See (B)(4) - headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed help restarting the battery. The patient said the issue resolved after calling and being told how to restart the stimulator. No further complications were reported.